Manufacturer narrative:
(B)(4). It has been confirmed by vyaire that the complaint sample is not available for evaluation. All known information has been obtained.

Event description:
The customer reported "after low back surgery at (B)(6) hospital in (B)(6). It started out as a small irritation than turned into huge blisters as a reaction to the pillow. I'm still having problems with my vision. Today I have an appointment with my doctor and will have him look at my eyes and determine how to proceed with that. I have a two inch scar above the right eye and on an area of my chin where the whiskers can no longer grow as a result of the reaction".